Event description:
It was reported that the patient's pump and catheter were removed due to infection. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# l78422, implanted: (B)(6) 2000, explanted: unk. (B)(4).